Event description:
As reported by the customer for this event, three hours into a therapeutic laparoscopic total hysterectomy, the teflon pad (tissue pad) of the device came off. The device was replaced with a new one and the procedure completed. There is no harm or adverse impact to the patient. The device was inspected prior to use with no abnormality noted.

Manufacturer narrative:
Patient initials are (B)(6). The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Particular areas of review are inspection of high frequency output and appearance. Upon inspection and testing, it was observed that the teflon pad (tissue pad) was worn and the tip was peeled off the jaw. Root cause for the issue cannot be conclusively determined. However based on the physical investigation result and review of device history record, and past cases, it is likely occurred the peeling of the tissue pad by the following mechanism: the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The instructions for use includes the following statements that warn against the issue: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10.

Event description:
Addendum (B)(6) 2022: at the time of the event, the doctor was performing seal and cut function with settings seal and cut 1/seal 3. There was no delay in the procedure. The patient did not need additional anesthesia. There was no abnormality noted to the connection points to the generator at the time of inspection. The transducer cords or the cords of any other medical device (e.g. Electrocardiograph) were not bundled.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H6 was updated.